Event description:
Sales rep discovered the instrument was stripped while examining the set. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the evaluation results received from the original MFR of the returned instrument indicates the condition of the device was caused by incorrect handling and misuse.